Manufacturer narrative:
A ge representative evaluated the system and cleaned connectors, reseated the fluoro functions board, and reset the memory notes. The systems operates as intended.

Event description:
The customer reported the system displayed a generator error and locked up. No pt injury was reported.